Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with severe aortic insufficiency, upon final release, the valve dislodged up into the sinus of valsalva. The valve was snared and repositioned higher in the aorta. The replacement valve was deployed successfully. No additional adverse patient effects were reported.